Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a temperature alarm occurred. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
On 07 september 2022, the distributor reported the additional information: the pump history was checked and it was confirmed that multiple temperature alarms occurred. A pump evaluation was performed and confirmed pump was in working condition.